Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed pump error 130. Customer blood glucose at the time of the incident was 480 mg/dl. Customer was able to clear the alarms and was assisted with displacement test, the insulin pump passed the test. The insulin pump will not be return for analysis.